Manufacturer narrative:
An outside us customer obtained a discordant positive (reactive) atellica im toxoplasma igg (toxo g), lot 280 result from the patient sample. The sample was tested on alternate method and the result was negative. The instructions for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens healthineers is investigating.

Event description:
The customer obtained a discordant positive (reactive) atellica im toxoplasma igg (toxo g) result from one patient sample. The sample was tested on alternate method and the result was negative. The result was not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant reactive toxo g result.

Manufacturer narrative:
Initial MDR 1219913-2022-00336 was filed on oct 06, 2022 reporting an outside us customer obtained a discordant positive (reactive) atellica im toxoplasma igg (toxo g), lot 280 result from the patient sample. The sample was tested on alternate method and the result was negative. Additional information - oct 13, 2022. Siemens retrieved patient smart remote services (srs) data from sep 01, 2021 to oct 06, 2022 and atellica im toxoplasma igg (toxo g), lot 280 interpretation results was similar to other lots. 274/ % 276/ % 278/ % 280/ % non-reactive 159,278/ 85.63 256,557/ 86.09 212,504/ 84.6 79,359/ 86.72 equivocal 1,639/ 0.88 2,637/ 0.88 2,184/ 0.87 731/0.8 reactive 25,080/ 13.48 38,826/ 13.03 36,488/ 14.53 11,421/ 12.48 total 185,997 , 298,020, 251,176 , 91,511. Additional information - nov 02, 2022. The customer confirmed only 200ul of serum sample was available for additional testing. The sample has been stored frozen. Siemens has requested the total number of negative patient results obtained with atellica im toxoplasma igg (toxo g), lot 280. Siemens continues to investigate.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00336 on oct 06, 2022 reporting an outside us customer obtained a discordant positive (reactive) atellica im toxoplasma igg (toxo g), lot 280 result from the patient sample. The sample was tested on alternate method and the result was negative. Siemens filed the MDR 1219913-2022-00336 supplemental report 1 on nov 10, 2022. Additional information - nov 16, 2022: siemens reviewed available information to evaluate a potential product problem. Calibration was valid, and qc recovery was within ranges. No sample was available to be sent to siemens for testing. As per atellica im toxo g instructions for use (IFU) 10995430_en rev. 03, 2022-05, the total initial relative specificity of three studies is 98.6 %. Siemens reviewed patient field data, and lot 280 recovery of interpretation ranges is similar to other lots. No product performance issue has been identified. The customer is operational. Additional information - nov 17, 2022: section d8 - was this device serviced by a third party? Updated to no. In section h6, the investigation finding, and investigation conclusion codes were updated.